Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the data indicated that the atrial pacing capture threshold was intermittent. It was noted that based on save to disk analysis, no anomalies were found. However, loss of capture was noted on clinical egm (electrogram) strips.

Event description:
It was reported that the patient went to the emergency room due to loss of conscience and dizziness. A provisory pacemaker had to be used to assure pacing. It was noted that the magnet was tried to see if the response of the pacemaker but it resulted in no change of the pacemaker behavior. The egm strips made in the emergency room show a likely intermittent loss of capture or no capture at all. Today the magnet was performed with success. The capture management was programmed off because sometimes during the day the patient has higher thresholds. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: (B)(4) implantable pulse generator (ipg) implanted: 2011 (B)(6). (B)(4).